Event description:
On (B)(6) 2014, the reporter contacted animas, alleging prime issue. No additional information was provided and troubleshooting was unable to be provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be within specifications. The complaint was not duplicated during testing.